Event description:
It was reported that during a coronary stent procedure of a svg, the stent dislodged. The physician was unable to cross the lesion, during removal the delivery/stent device caught on the guide catheter and the stent dislodged on the filter wire. The filter wire was used for retrieval and the entire system was removed without incident. No patient injuries or complications.